Event description:
It was reported the knobs were missing. The biomed's purchasing department will be ordering the knobs and will not be returning the device for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.